Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform functional tests including displacement test due to display anomaly. The left belt clip rail broke off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.